Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that at device changeout procedure the right ventricular lead had high impedance on the hvb coil and no impedance on the svc coil. The lead was disconnected, reinserted and then the hvb coil tested normal but the svc coil still had no impedance. That svc coil was programmed off. The lead remains in use and no patient complications have been reported as a result of this event.